Event description:
It was reported that this right ventricular (rv) lead was dislodged. Troubleshooting consisted of an x-ray being performed and completing an impedance and threshold check. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. The setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Troubleshooting consisted of an x-ray being performed and completing an impedance and threshold check. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.